Manufacturer narrative:
Baxter received and evaluated the device. The service history record review was completed and found the downstream sensor was recalibrated during the previous service event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported unspecified issue with the downstream occlusion sensor which was verified through a review of the event history log by the presence of "downstream occlusion" alarms on the last days of customer use in the log; however, it cannot be determined if the alarms were true or false. Evaluation reproduced the reported symptom and found the cause to be a failed downstream sensor. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified issue with the downstream occlusion sensor. There was no patient involvement. No additional information is available.